Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's screen was heavily scratched, making it difficult for them to read the screen. The customer was unsure how the scratches occurred on the insulin pump. However, customer stated the insulin pump was currently functional. Customer's blood glucose was unknown. It was also found the customer had a no delivery alarm that was resolved by an infusion set change. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.